Manufacturer narrative:
Initial report section h10, mistakenly reported that the device was received, even though the device has not been received by the mentor per this report.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii h6 health effect - clinical code e2402: chest injury. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 475cc silicone prosthesis experienced bilateral capsular contracture grade iii on the left, and grade IV on the right side, and right sided symptomatic rupture postoperative. Patient was in a car accident; right breast pain was secondary pain to shoulder and other injuries. Persistent pain since accident. As a result, patient underwent bilateral replacements with non-mentor prosthesis on (B)(6) 2024. This report relates to the left side.